Manufacturer narrative:
Product analysis:analysis was able to confirm the customer comment that the stylus and cursor did not align on the screen. It was noted that the connection between the xy board and the overlay were reseated, the hard drive was reconfigured, and the software was reloaded and updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus pen would not select the cursor when pressing down on it. It was noted that the issue occurred despite calibration and multiple stylus options. The programmer was returned for repair. No patient complications have been reported as a result of this event.